Event description:
Pump pulling from both bags: under-infusion. The full dose of the medication was not given to the patient. The rn saw that the bag was still half full. Another medication was hung and at the end of the second administration of the IV piggy back. Rn noticed that half of the bag was still there. Rn programmed second half of the medication. Pump was taken out of room.